Manufacturer narrative:
(B)(4). Investigation - evaluation. A review of the complaint history, device history record, drawings, instructions for use (IFU), manufacturing instructions, trends and quality control was conducted during the investigation. The device is shipped with an IFU that provides the device description and intended uses. It also give appropriate warnings, precautions and contraindications related to the use of the device as well as instructions for placement and use. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. It is possible to suggest that the suture material was nicked during inspection, or placement of the catheter which could have led to the noted event. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.

Event description:
The initial information provided via mw5062187, stated that the female patient was being treated for a pelvic abscess. In interventional radiology, the drain in question was placed on (B)(6) 2016. The patient returned to ER for removal of the drain as her condition had improved. At this time, the ER physician attempted removal of the drain and had difficulty. He described that the suture that this drain has along its shaft, became "stuck" and despite various attempts/methods to remove it (suture) they were unsuccessful. The patient was successfully discharged with a course of oral antibiotics. Updated information provided by the risk manager of the reporting facility on 15june2016: it was an ir (interventional radiology) physician and not an ER physician. The drain was placed on (B)(6) 2016 and removed on (B)(6) 2016 (both encounters occurred in the interventional radiology suite). On (B)(6) 2016, the ir physician encountered difficulty removing it, but continued. Ultimately, the built in suture was retained in the patient and that is why she required a course of oral antibiotics.

Manufacturer narrative:
(B)(4). Event is still under investigation at this time.

Event description:
The initial information provided via mw5062187, stated that the female patient was being treated for a pelvic abscess. In interventional radiology, the drain in question was placed on (B)(6) 2016. The patient returned to ER for removal of the drain as her condition had improved. At this time, the ER physician attempted removal of the drain and had difficulty. He described that the suture that this drain has along its shaft, became "stuck" and despite various attempts/methods to remove it (suture) they were unsuccessful. The patient was successfully discharged with a course of oral antibiotics. Updated information provided by the risk manager of the reporting facility on 15june2016: it was an ir (interventional radiology) physician and not an ER physician. The drain was placed on (B)(6) 2016 and removed on (B)(6) 2016 (both encounters occurred in the interventional radiology suite). On (B)(6) 2016, the ir physician encountered difficulty removing it, but continued. Ultimately, the built in suture was retained in the patient and that is why she required a course of oral antibiotics.